Manufacturer narrative:
A field service engineer was dispatched to customer site. The catalytic decomp filter and oil mist filter were replaced to resolve the haze/mist/vapor and odor/smell issues. Unit meets specifications and was returned to service on 12/17/2015.

Event description:
A customer reported an event of a haze/mist and odor emitting from the sterrad nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR) failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter was returned and tested. The catalytic converter exhibited no odor. The reason for return of the catalytic converter was not confirmed. The oil mist filter was returned and tested. The oil mist filter had no odor observed. The reason for return of the oil mist filter was not confirmed. The assignable cause of the haze/mist/vapor and odor/smells is the catalytic converter and oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.